Event description:
Cath was being removed by physician assistant. Pa was pulling gently when she "felt a pop". The catheter came apart at the cuff. No redness or drainage from the site, area looked good. Catheter was being discontinued due to suspected line sepsis. The pt had reported the line "feeling funny" 10 days prior to removal but the site looked good and the discomfort was attributed to the pt's recent 80# wt loss. They are a bari pt. And had hickman inserted in 2005 for home tpn.